Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the patient age, the patient sex, and the patient weight; provide the returned device date; provide the date of event; provide additional event description; provide the completed evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of retention samples from the reported lot and surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
On 3/17/17 the user facility reported additional information: the patient condition was reported fine; the procedure outcome was reported fine.

Manufacturer narrative:
UDI no. - not required for this product code. The actual device has not been returned to the manufacturing facility for evaluation. For this reason, (B)(4) was used in the conclusions section of evaluation codes. A follow up report will be submitted within 30 days of this report being sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air leaked from the involved tr band device. The following information was provided by the user facility: the balloon kept deflating on its own; and there is no known patient impact.